Event description:
A report of that a pt was having difficulty charging was received. After troubleshooting attempts were unsuccessful, the physician chose to replace the ipg. The pt is reportedly doing well following the procedure.